Event description:
A complaint of loss of communication between the remote control and the implant was received. After several unsuccessful troubleshooting attempts, it was decided to replace the pt's implant. Pt was implanted with a new precision implant and is reportedly doing well.